Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient went to the office with increased pain; the pump was alarming. During the patient's back surgery, the pump and catheter were removed; not replaced. Additional information was later received and it was reported that the patient had a limited reduction in his pain symptoms. The patient experienced opioid withdrawals which began on (B)(6) 2014 at which point the on-call physician was contacted and the patient was placed on higher doses of oral and transdermal opioids to manage his pain and symptoms until his visit at the clinic on (B)(6) 2014. On interrogation, the pump was found to be non-functional and not delivering any opioids. The pump motor stalled on (B)(6) 2014 with a stopped pump period may exceed tube set message on (B)(6) 2014. It was noted that the patient had been on high-dose narcotic opioids, but as his pump was nonfunctional and he planned to have a lumbar decompressive laminectomy with fusion in the near future that it may be best for him to have the pump explanted entirely. The patient understood and agreed to proceed with explanting the intrathecal pump. The pump was placed at minimum rate and the plan was to explant it during the lumbar decompressive fusion. The patient's neck and back pain was described as constant, aching, sharp and throbbing. The patient's low back pain radiated down his bilateral lower extremities with associated paresthesias and numbness; the patient denied motor weakness. The pain worsened with activity and improved with rest.

Manufacturer narrative:
Product ID 8709sc, lot# n171044003, implanted: 2008 (B)(6); product type catheter. (B)(6).

Event description:
It was reported that the patient experienced underdose symptoms. The patient went to the ER (emergency room) not feeling well and was treated for withdrawal. The ER physician called the pain clinic and they brought the patient in on (B)(6) 2014 for an appointment. The pump was interrogated. Interrogation found that a motor stall had occurred; the stall never recovered. They planned to explant the pump when the patient was having a previously scheduled back surgery on (B)(6) 2014. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.